Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital and intense care unit with an elevated blood glucose (bg) level of 583 mg/dl; due to moderate ketones and reportedly pump delivered less insulin then requested for a bolus. Customer attempted to self-treat by giving themselves a manual dose injection and correction bolus; however was treated intravenously with fluids of saline and insulin and tylenol at the hospital. Customer was released from hospital on (B)(6) 2022 with no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.